Manufacturer narrative:
Product complaint # (B)(4). This follow-up MDR will be the only report submitted for MFR report #2954740-2017-00502. Additional information received on december 21, 2017. (B)(6).

Manufacturer narrative:
(B)(4). This initial MDR will be the only report submitted for this. Several attempts were made to obtain additional information; however, a response was not received. Therefore, further patient and procedural information is unavailable. (B)(4). The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported by a healthcare professional that a presidio 10 coil (pc410062630/s10208) was used during a procedure when the coil could not be detached. The physician withdrew the coil and used another to complete the procedure. There was no report of patient injury.

Manufacturer narrative:
(B)(4). This final MDR will be the only report submitted for MFR report #2954740-2017-00502. Based on the information, the event could not be confirmed. The product was not returned for analysis; however, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.